Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported reported #18 deep implant curvature in bone. Possible perforation, bone not solid, decision to remove and graft with puros.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation was performed, no damaged/malfunction identified. DHR review was completed for the subject lot number 1265914. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265914 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported reported #18 deep implant curvature in bone. Possible perforation, bone not solid, decision to remove and graft with puros. Ma evaluation of failed implant and x-ray. During the osteotomy of #31 implant, I felt a difference in the bone resistance and suspected a lingual perforation of the bony plate. This was substantiated with a cbct (snapshot attached). The site was bone grafted and healed without complications. Re-entry will be schedule after 6 months of healing. Clinician reported during the osteotomy, could feel a difference in the bone resistance which made them suspect a perforation of the lingual plate of the mandible. From the preop cbct, knew a strong buccal angulation was indicated to avoid the lingual undercut. Once suspected the initial perforation, stopped my osteotomy and proceeded with a bone graft. Patient healed without complications. Will reenter 6 months after the initial entry.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.